Manufacturer narrative:
Device failure occurred, but did not contribute to a death or serious injury.

Event description:
Reporter indicated a pt had vns lead and generator replacement surgery performed due to a "dead battery", a "cut in the lead" and high lead impedance. An implant card received to the mfg indicated there was a cut in the lead body insulation. The lead and generator were returned for analysis. The abraded openings and body fluids found on two adjacent sections of inner lead tubing created a condition whereby the exposed conductive coils could come in contact with each other. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded outer and inner tube openings, the condition of the returned lead portion is consistent with that which typically exists following an explant procedure. No other obvious anomalies, beyond the outer and inner tubing openings, were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Analysis of the generator is still pending. Attempts to the reporter for further info are in progress.